Event description:
Heartware left ventricular assist device (lvad) with prior history of non-bleeding duodenal ulcers, presents with first event post-lvad gastrointestinal bleeding in hospital setting with international normalized ratio (inr) 2.4 and aspirin dose 325 mg daily. 4 units of transfused blood were required and endoscopic evaluation failed to identify bleeding source with esophagogastroduodenoscopy (egd). Aspirin was discontinued after this event.